Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the lead. Failure event observed during analysis. As received, a complete lead was returned in one piece for analysis. Visual inspection found multiple external insulation abrasion exposing the outer coil at the distal region. The cause of the external insulation abrasion is consistent with friction to another device or feature of the heart.